Manufacturer narrative:
(B)(4). A photographic evaluation determined no observable failures. The c-ring was completely intact. However, the hp2 device was returned to the factory on 29-jan-2019 for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection was conducted. The heater wire was flexed away from the center of the hot jaw. The wire remained in place at the tip and at the base of the jaws. No other failures were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (dfu) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed the max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the returned condition of the device the reported failure mode ¿failure to cut¿ was not confirmed, but was confirmed for analyzed failure ¿material twisted/bent; wire¿. Specific actions for the analyzed failure ¿material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal canceled during cauterization. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal canceled during cauterization. A replacement device was used to complete the procedure. The hospital did not report any patient effects.